Event description:
A patient was on the table having two imaging exams performed when a piece of padding fell off the tube and landed right next to the patient. This pad did not hit the patient. There were two previous occurrences of this same event, however these were not documented, and both did not involve patient injury. The equipment vendor (ge) was notified of this protective padding piece not staying in place. Facility has not placed the padding back on the equipment.